Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to high blood glucose level of 600 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they were treated with insulin drip at the hospital. The customer did not mention any symptom related to high blood glucose level. The customer did not allege the insulin pump was under delivery. They reported that the insulin pump passed the high pressure test. The customer also reported that the insulin pump had a blank display bit the display returned after restart. The customer also reported that the infusion set cannula was bent. The device will not be returned for analysis.